Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support, and positioning issues were encountered next day after start of support. The controller annunciated an alarm and displayed message impella position in aorta. The impella cp pump moved due to patient movement. The decision was being made on explanting or repositioning the impella cp pump. Same day, it was noted the family withdrew care, and the patient expired. Medical safety review of the event noted the use of the impella device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.